Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of original mrn: 1818910-2019-90077. Mrn:1818910-2019-116714 is being retracted as it a report duplication. The original mrn: 1818910-2019-90077 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.occuation: attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges loosening of cup, bone fracture, infection, loosening of stem, metal wear, metallosis, and elevated metal ions.